Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold at 1.375 v the week of (B)(6) 2015, but rises out of range starting (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited p-wave sensing and a loss of capture. The lead was found to have dislodged. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.